Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed displacement test with and motor error alarm noted during rewind due to motor encoder out of phase. The insulin pump also received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm. The customer had gone through a magnetic resonance imaging machine with the insulin pump off and needed assistance with resetting the insulin pump. The insulin pump was beeping when it was removed from the room that the customer was in with the magnetic resonance imaging machine prior to the machine being used. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that she may have dropped the insulin pump. The customer was unable to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.